Event description:
Customer reportedly received the following results on aviva system 1 within 10 minutes: 157 mg/dl and 89 mg/dl, 195 mg/dl and 80 mg/dl. Customer also reportedly received results of 180 mg/dl, 100 mg/dl, and 200 mg/dl. Customer was unsure if these values were obtained on aviva system 1 or 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 301592, expiration date 2010). Reference medwatch report for the suspect device used in system 2.